Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. There is no indication of a general hardware issue or issue with reagent performance. An interference of medication was excluded as the creatinine results using different methodologies matched and the reaction kinetics looked normal. The event was consistent with a pre-analytic issue as "abnormal probe sucking" alarms occurred prior to the event, the actual sample draw volume was low, and the results were confirmed at a different facility.

Manufacturer narrative:
Per product labeling for the assay: antibiotics containing cephalosporin lead to significant false positive values. The patient is being treated with ceftriaxone sodium. The analyzer alarm trace contained errors at the time of the event that may be related to a hardware issue. There were several errors indicating calibration issues and fluctuating control recoveries outside of the acceptable range. The field service engineer performed an instrument check. The investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of interference causing questionable crej2 creatinine jaffé gen.2 results for one patient from cobas 6000 c501 module serial number (B)(4). The result for the first sample tested at 7:14 am was 9.69 mg/dl. The same sample was repeated and the result was 9.67 mg/dl. A new sample was tested at 8:33 am and the result was 0.46 mg/dl. A third sample was tested at 13:55 pm and the result was 0.46 mg/dl. The repeat result was 0.46 mg/dl. The same samples were sent to another facility using the same assay and the results matched for each sample. No specific data was provided. The questionable results were not reported outside of the laboratory.